Event description:
Customer reports that sutures broke while tying. This occurred during an unspecified surgical procedure. There are no reported adverse consequences to the patient related to this event.